Manufacturer narrative:
Conclusion: since the valve has been implanted for over 9 years, it¿s very unlikely that the stenosis are due to any potential manufacturing issue. The common probable cause for stenosis is due to pannus overgrowth. From the information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the issues cannot be determined.

Event description:
Medtronic received information that 9 years 3 months post implant of this bioprosthetic valve implanted in the pulmonary position, the patient became symptomatic and had decreased right ventricular function. The device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to stenosis. No additional adverse patient effects were reported.